Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to high impedances and thresholds. On (B)(6) 2018, it was reported that the patients rv lead impedance went from 419 to 1548 between (B)(6) 2018 and (B)(6) 2018 transmission. The pulse amplitude on the rv lead has also doubled in this time. No adverse patient events were reported. Should additional information become available, this file will be updated.